Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal drug therapy via an implanted pump. The pump was programmed to deliver compounded baclofen (lot number unknown to reporter), bupivacaine, clonidine, and another unspecified drug. The reporter was not aware of the medication concentrations or doses. The pump's IFU (indication for use) was listed as non-malignant pain. On (B)(6) 2015, a pump refill procedure was performed where the drug was changed to morphine 50 mg/ml. Following the refill and drug change, a bridge bolus was programmed to occur over a 60 hour duration. The intrathecal drug dose was reduced 75%. On (B)(6) 2015 (48 hours after the refill), the patient presented to the ER (emergency room) with a change in therapy effect specified as overdose and altered mental status. The reporter had no details of old primary drug concentration, dose or total drug volume bridged, so there was no way to know where the old versus new drug was in the pump system at the time of the patient's issues. On (B)(6) 2015, the pump was programmed to minimum rate mode. As of (B)(6) 2015, the patient was hospitalized in ICU (intensive care unit) receiving treatment with narcan infusion. The patient would wake up and then go to sleep until more narcan was given. Patient outcome was not provided. Other medications the patient was taking at the time of the event were not provided. Relevant medical history was not provided. Additional information has been requested, but was not available as of the date of this report.